Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a fall intermittent capture was observed on the right ventricular (rv) lead with the patient's heart rate occasionally in the 30's. A temporary pacemaker was placed and an interrogation showed the rv lead exhibited increased intermittent high threshold. The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.